Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 6 infusion set fell off events on (B)(6) 2024. The infusion set was in use for 2 days. No further information available.

Manufacturer narrative:
(B)(4) - device 5 of 6.